Event description:
It was reported that during a da vinci- assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument was working normally, then a "pausing for compression, tissue too thick to continue" message displayed. The instrument stopped working when using the white reload on the 6th fire. The customer removed the instrument to check and found that the blade was buried in the middle. It was confirmed that the instrument tip was washed and used for each fire. At the time of firing on the target blood vessel (a3), the instrument stopped at 27mm. One staple was applied to a3, but no tissue or others were caught up to a point of 27 mm. There appeared to be no obstructive tissue. It was unknown if a fragment fell into the patient. The procedure was delayed for greater than 30 minutes. The procedure was completed with a third-party product. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and reload were inspected prior to use with no abnormality. This event involved a partial fire. The stapler stopped in the middle of firing when resecting the a3 vessel. The customer elected the white (2.5mm) reload because it was the most appropriate for the superior lobar artery (a3 vessel of pulmonary artery) from the past experience. The target tissue was not calcified nor exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension nor bunching. No bleeding was observed on the staple line due to the stapler issue. In addition, the surgeon did not encounter any obstructions between the instrument jaws and did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. The customer confirmed that no fragment fell inside of the patient. The procedure was delayed for more than 30 minutes but there were no intra or post operative complications identified due to this delay. The patient had no injury/harm. Information regarding relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
The white sureform 45 stapler reload accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: "it looks like the knife stopped slightly past the midpoint of the cartridge, with undeployed pushers ahead of the knife, aligning with the ~65% completion of the fire per the logs.". This complaint is considered a reportable event due to the following conclusion: it was reported that the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This complaint was re-evaluated and the issue is considered a non-reportable event due to the following conclusion: the allegation is related to a partial fire issue. Staplers will not continue firing if it encounters undue force during the firing sequence. Many factors can contribute to stapler firing forces exceeding the prescribed limit. Instrument damage, particularly in the wrist area, is a common cause. Tissue condition (for example, disease state, density), and foreign objects (for example, metal clips) can also contribute towards exceeding the prescribed limit. In some cases, a combination of these factors can affect the firing forces at the same time. Therefore, the allegation of a partial fire alone is not considered a product malfunction. The sureform stapler manual provides instructions for the user to follow the on-screen prompts if the error ¿unable to complete fire¿ is present. Additionally, the report stated that the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. A report was already submitted under patient identifier (B)(6) for the issue of procedure delay. Additionally, intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument and reload. Investigation of the reload found a firing failure based on in-house inspection. Failure analysis found that the knife was found lodged within the midsection of the reload. The reload was disassembled in-house and no blade damage was observed. The root cause of the firing failure was unable to be determined during initial investigation. Additionally, further inspection upon reload disassembly found cartridge damage caused by the lodged knife. No missing material was observed. The reload was also found to have a bent shuttle. The root cause of both failures are attributed to mishandling and misuse. Further testing was performed by the failure analysis engineer. Fae confirmed that the firing failure stopped at ~27 mm, aligning with the forward progress of the shuttle to the distal end of the cartridge. Approximately 10 out of 22 rows of staples had been deployed. Reload shuttle was found around the midpoint of the reload, with the blade underneath the top surface of the reload and angled into the t-slot wall down and to the left of center. Reload was already disassembled when performing analysis. The part of the shuttle where the knife is seated, was observed to be pushed down from above by a force, bending and deforming the material of the shuttle in multiple places. Additionally, two minor nicks to the blade edge were observed under magnification, and the left knife leg was bent down from its original orientation. Knife legs were intact. Cartridge walls showed major damage on both sides of the knife, at a downwards angle. The damage indicates that the knife and shuttle were hit with a force from above. The knife leg and shuttle became bent, angling the knife outwards towards the left wall, breaching the cartridge wall, and eventually stopping the forward progression of the blade down the reload. Damage observed to reload components is likely due to firing across an obstruction, which is related to mishandling and misuse. The sureform 45 stapler instrument was investigated. Logs showed the instrument failed to fire on the 6th fire with a white sureform instrument 45 reload. The firing failure was not captured on msc logs at this time. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, an unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed on both attempts and errors appeared during testing. Visual inspection was performed, and no damage was found. The root cause is not determinable/applicable. Partial fire log review details included procedure was pulmonary lobectomy, partial fires (pf) completion percentage was 65.7%, the number partial fires in procedure was 1 with the white reload. Firing number of pf by instrument in procedure was 6th, overall firing number of pf in procedure was 6th, and clamp history of instrument in procedure with pf was 6 completed clamps out of total attempts. Additional observation not reported by site was that the instrument was found to have binding between the main bushing and roll gear. The instrument shaft was manually rotated, and friction was observed. Based on investigations, the roll bushing is out of spec (ID too small), which likely causes increased roll friction. No engagement failures were observed. The root cause of this failure is typically attributed to manufacturing/supplier. A review of the provided video was performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: it was confirmed that around 1:18 there is a ¿tissue too thick¿ armpod message. At 6:35, the instrument unclamps and at around 6:37, the armpod message indicates that the blade may be exposed. At 8:18, there was some partially fired stapes. It is possible that the staples were not formed fully because the instrument could not achieve a full clamp. Just from looking at this video, it was hard to determine why the instrument prompted a ¿tissue too thick¿ message and was not able achieve a full clamp. The choice of white reload for a vessel of the size in the video seems appropriate.